Event description:
It was reported the rigid video laparoscope had a pink image. It is unknown when the issue occurred or if there was any patient involvement. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and therefore stripes in image occurred, and the fiber bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation a probable root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video laparoscope had a pink image. It is unknown when the issue occurred or if there was any patient involvement. There were no reports of patient harm.